Event description:
The clinician provided very limited information about this case. The patient was being prepared at the bedside for air transport and was being supported using an impact emv+ portable ventilator when a "run time clock error" or "time out" alarm was exhibited. It is unknown whether the device continued to function with these alarms present or if the device malfunctioned. The site did not know if manual back-up ventilation was used; however, if back-up was necessary manual ventilation is the method normally deployed by this group. The reporting clinician believed there was no adverse effect to the patient due to the ventilator issue (as, he felt he would have heard about it). Though it was reported that serious injury to the patient was not likely, this event is being submitted as a serious injury event because the use of back-up ventilation may have been necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the time-out/run-time error could not be replicated. Because this issue has sometimes been related to an intermittence with the real time clock battery (and holder) and, because this same issue had been reported on this device in the past (without confirmation), impact's technicians replaced both the real time clock battery and its holder as a precautionary measure. The parts removed will be investigated for root cause and the need for a corrective action is being evaluated. Preventive maintenance, calibration, burn-in and output testing were performed on the device. The unit was returned to the end user after it tested within specification.